Event description:
The technician alleged that the brakes will set but not hold. No pt impact.

Manufacturer narrative:
The technician found a broken pin on the brake steer pedal. The technician replaced the brake steer pedal to resolve the issue.